Event description:
Pt has right femur fracture in (B)(6) 2016 which was repaired using plates and screws. On (B)(6) 2016, pt has twisting injury and fell. Found to have broken right distal femoral plate through one of the screws holes at the level of the previous fracture. Felt was a failure fracture of the distal plate. Dates of use: 9 months. Is the product compounded: no. Is the product over-the-counter: no.